Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated on (B)(6) 2022 the cgm was 220 mg/dl. The patient took 6 units of long acting insulin, waited 30 minutes and the value increased to 310 mg/dl. The patient took 4 units of humalog and stated they passed out. The patient's wife woke up at 3:30am and stated the receiver was displaying a value of 246 mg/dl and noticed the patient was sweating and she could not wake him up. She called emergency medical services and when they arrived they checked the patient's bg and it was 40 mg/dl while the cgm was 200 mg/dl. The patient was taken to the hospital and was treated with sugar water. After 8 hours, the patient's bg was 128 mg/dl and they were sent home. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.